Manufacturer narrative:
This report is filed on june 30, 2016.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit; resulting in the decision by the patient to have the device explanted. The device was electively explanted on (B)(6) 2016. It is unknown if the patient will be re-implanted with a new device as of the date of this report june 30, 2016.